Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stem. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Corrosion between 40mm head and stem. Patient had elevated cobalt levels. Doctor says patient tested (B)(6).

Manufacturer narrative:
An event regarding altr involving an unknown stem was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. The provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. A review of the device history records could not be performed as no lot information was provided. A complaint history review could not be performed as the device was not properly identified. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided, further information is needed.

Event description:
Corrosion between 40mm head and stem. Patient had elevated cobalt levels. Doctor says patient tested positive for altr.